Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2011, the patient underwent the surgery with the g3 nail. Afterwards, the surgeon found through the x-ray that the lag screw had been cut out from the femoral head. Therefore the surgeon is scheduling the extraction operation of the implants on (B)(6) 2011.